Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone and determined that the tubing through pinch valve pv49 was cut. The fse instructed the customer to replace the tubing to resolve the leak and the partial aspiration errors. Failure mode of the leak is attributed to a cut tubing at pinch valve pv49 and the customer replaced the tubing to resolve the leak. The instrument generated partial aspiration errors during qc to alert the customer of an instrument problem. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported observing 400 ml of diluent leak on the right side of the lh 500 hematology analyzer. The customer indicated that the leak was not contained and the instrument generated partial aspiration errors during qc (quality control). The operator was wearing personal protective equipment consisting of gloves, a laboratory coat and face shield at the time of the event and no exposure or injury reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.